Manufacturer narrative:
The customer found disconnected tubing 208 at port 8 of the bsv (blood sampling valve) that caused a leak. The customer reattached the tubing and the instrument ran without leaks. The field service engineer (fse) seated the tubing that popped off more firmly to prevent future detachment. The repairs were verified per established procedure. The beckman coulter internal identifer for this event (B)(4).

Event description:
The customer reported disconnected tubing at the bsv (blood sampling valve) that caused a leak in the coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
Catalog number has been revised to reflect correct information.